Manufacturer narrative:
Product complaint # pc-(B)(4). Evaluation summary ¿ the actual sample was returned for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were as expected. The suture piece was examined along of strand and the end was cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed and the tensile force were above the minimum requirements. The sample suggests an improper handling of the sample. Representative samples were returned for evaluation. No defects were found on the packet. The samples were opened, and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture was found. Functional test was performed on the samples and the tensile force were above the minimum requirements. No suture breakage was found.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery the string broke, and excessive force was not on the string. The case was completed with a replacement. There were no adverse patient consequences reported. No additional information was provided.